Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Reference: brouwer, t. F., driessen, a. H. G., et al. (2016). ¿surgical management of implantation-related complications of the subcutaneous implantable cardioverter-defibrillator.¿ jacc: clinical electrophysiology 2(1): 89-96.

Event description:
Boston scientific received information from a journal article of a study conducted to follow subcutaneous implantable cardioverter defibrillator (s-ICD) implant related complications. The study followed a total of 123 patients. During the course of the study, one patient ((B)(6); male) experienced non-conversion during induction testing. As a result, the s-ICD was repositioned several days later. No additional adverse patient effects were reported. The specific model and serial information were not provided in the article. Attempts to obtain further information have been unsuccessful.